Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicating that they had been invited to the health care professional (hcp) appointment with the patient yesterday and patient mentioned that it appears it takes longer to recharge. Rep did not get any idea of how much longer it was taking , however checking the last 6 recharge sessions, it appears to be normal. System check was fine per rep. It was reviewed with the rep that the ins recharger (insr) battery efficiency was not related to quality of recharging the implant. Rep stated that patient was very happy with the therapy. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Date of the event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. Patient reported that for the past three weeks or so they had been having to charge once a week and patient used to be able to go two weeks before having to charge. Patient stated that they had not had any reprogramming done, further mentioning that they just reduced stimulation to both sides of the body but had not increased stimulation at all. Patient stated they had always kept stimulation on all of the time and never turned it off, and never have in the past. It was reviewed that the decline could be due to the life of the battery. It was noted that patient had not recently been reprogrammed or switched to a new group, patient did not have the need to increase parameters recently. It was noted that patient had not had any previous over discharge events. Patient was advised to follow up with the health care professional (hcp). No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The correct patient weight is (B)(6) and not (B)(6) as submitted initially. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that the cause of having to charge every once a week was not determined. The patient was going to meet with the manufacturer's representative (rep) on (B)(6) regarding resolving the issue.